Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) unit is having intermittent issues with monitor displays. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h6 (component concluded).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) replaced pcb, inverter, dc to ac. Repair services completed. Safety,calibration, and functionality checks passed factory specifications. Returned to clinical service upon completion. The failure analysis and testing dept. Received part pcb, inverter, dc to ac with a reported unit failure of display having intermittent issues. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part pcb, inverter, dc to ac into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. Pcb, inverter, dc to ac passed the display tests. The fat dept. Proceeded to allow the cs300 to run for 1.5 hours to observe if the screen bounced around intermittently. The fat dept. Could not replicate the complaint of the screen bouncing around intermittently. Pcb, inverter, dc to ac passed testing. Retaining the board in the fat dept. Per procedure.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: d9, h6(component concluded, investigation conclusion).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a